Event description:
The user facility reported that the suspect device was used to check a patient's blood glucose and a result of 161 mg/dl was obtained. A lab was also drawn. The lab value was 28 mg/dl. Level 1 and level 2 controls were in range on the system. The device was replaced and requested to be returned for evaluation.